Manufacturer narrative:
Siemens has requested additional information from the customer for this event and that information is still pending. The cause of this event is unknown.

Event description:
The customer reported a false negative urine blood result on the clinitek advantus when compared to the microscopic examination of the sediment. There was no report of injury due to this event.

Manufacturer narrative:
Proper maintenance and technique were reviewed with the customer. It was determined that there were issues with their technique. The customer has updated their technique and has had no further discrepancies and stated that they are operational. Siemens has requested the reagent be returned for investigation but it is not available.